Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Tip investigated: received only handle part, broken approximately 22mm ring mark. No smoth breakage melted. Breakage due to thermal influences. Misuse. Nothing was changed in production process. No fault found. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event a customer reported that a eddy irrigation tip broke during treatment. The broken piece was retrieved, the tooth filled, and treatment completed.